Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Stem impactor tip broke off.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The date code pg219099 indicates the instrument was manufactured in 2012; after the changes. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.